Event description:
It was reported that pump screen was dark and would not turn on, even after multiple attempts to press button and while pump was connected. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, followed troubleshooting steps with support, and arranged to use multiple daily injections as backup therapy, while support confirmed warranty.